Event description:
Customer reported on a bravo ph capsule that was retained.

Manufacturer narrative:
(B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
The retained capsule was removed and the last known patient status was that the patient was doing good. No additional details were available.